Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels. Upon revision, minimal bony ingrowth of the cup, and trunnionosis with corrosion were noted. The stem was cleaned and remained in situ.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.